Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and there was a non-electrical miscellaneous finding on the tip electrode. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, the outer insulation was kinked/buckled, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, outer tubing environmental stress cracking breach (non-electrical), the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation. The device is part of the advisory for this model.

Event description:
It was reported during implant, the ventricular lead had positioning difficulties and the helix was unable to extend after retraction. The lead was not implanted and replaced by a different one. It was also reported that the atrial lead was damaged during the extraction of the ventricular lead. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported that the 6949 was returned and has tested out of specifications.